Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator and lead were pushing out of the pocket and lead insertion site. The issue was identified when the patient came to the physician's office and the device was protruding out of the skin. The physician thought the patient may be allergic to the device materials and hence her body rejected it. He suggested that the patient be tested for allergies to the components. Additional information received from the manufacturing representative reported that the device was explanted on (B)(6) 2016. It was still too early to see if the explant resolved the issue. There was no troubleshooting that could have been done as the device was protruding halfway out of the skin. The device could not be pushed back into the pocket as that would have been considered a non-sterile device coming into contact with the patient's tissue. Thus, impedance testing was not performed as the device would need to be in the pocket for testing. The manufacturing representative found it interesting that there was no tension on the lead when the physician removed it from the lead insertion site. Usually you could observe tension on the lead when it is pulled straight up from the midline. This was not the case with this patient. When the physician pulled the lead out it looked like it was being pulled from a glass of water. It just slid right out. It was almost as if it was being pushed out. There was zero tension on the tines. This was unfortunate because the patient was experiencing >50% improvement with the device. She wanted to go through another trial/implant on the other side if/when she healed, if the allergy tests are negative and if her insurance will approve another procedure.

Manufacturer narrative:
Analysis of the lead (lot # va11cy5) revealed a segmented product where the lead body was cut through.

Event description:
Additional information received via the representative reported the allergist wanted to have the patient tape a device to their skin and look for a reaction. Reference manufacturing report # 3004209178-2016-02831.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.